Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tip of the corail inserter broke. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "tip of corail inserter broke" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the tip of cor/tri ant stem insert shaft was broken and embedded condition of the broken tip can be confirmed as x-ray image was provided. Review of provided photo, x-ray shows that the tip of device is broken and is found embedded. With the available information cause of the event cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. "Tip of corail inserter broke". The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that the tip of cor/tri ant stem insert shaft was broken. And embedded condition of the broken tip can be confirmed, as x-ray image was provided. Review of provided photo x-ray shows, that the tip of device is broken and is found embedded. With the available information, cause of the event cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, potential cause not established. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: description of issue: tip of corail inserter broke. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cor/tri ant stem insert shaft has the distal tip broken off, fragment was not returned for evaluation. No other defects were observed. The observed condition of the device can be attributed to a combination of heavy use and repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.